Event description:
"A [patient meeded to replace the transfer set because the occiuder feet are broken. Leaks can be observed when the minicap is removed. The reported transfer set was placed in 02/2005." There was no patient injury or medical intervention associated with this incident.